Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek xs plus system: 1.20 inr with a mean of 1.911 inr (survey range 1.53 - 2.29 inr); 2.80 inr with a mean of 2.029 inr (survey range 1.62 - 2.44 inr); 2.80 inr with a mean of 1.976 inr (survey range 1.58 - 2.37 inr). Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.